Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: medwatch.

Event description:
Customer reporting testing sars false positive 4 tines over a period of 2 years. Customer states the results were confirmed negative by another brand rapid and pcr test. Attempts were made to contact customer but were unsuccessful. Report 3 of 4.